Event description:
Information received indicates the head section will not go down.

Manufacturer narrative:
The technician found fluid leaking from the head section gas springs. The technician replaced the gas springs to repair the stretcher.